Event description:
It was reported that the insulin pump had an unresponsive esc button. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to a keypad connector on the liquid crystal display board being unlocked. The unit had a minor scratched liquid crystal display window and cracked reservoir tube lip.